Manufacturer narrative:
The user facility reported that they inadvertently implanted an expired bard flat mesh into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. There was no reported patient injury. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
It was reported that on (B)(6) 2020, during a laparoscopic left inguinal hernia and umbilical hernia repair procedure, a bard flat mesh which expired on (B)(6) 2020 was implanted to the patient. Ancef IV given by the anesthesiologist preoperatively. There was no reported patient injury.